Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Pelvilace t0 needle was reported to be used/implanted during this procedure.